Event description:
This is the second occurrence involving this patient. It was reported that this issue involved (B)(6) female patient with a history of acute respiratory failure as well as acute lung edema. In the (B)(6) when the user attempted to pass the swg through the catheter placed in the patient's right internal jugular vein, the catheter was reported to be obstructed and insertion of the swg could not be completed. As a result, a third kit was opened, however, the same issue occurred. A total of three complaints are involved. See mdrs 9680794-2013-00016 and 9680794-2013-00018. As a result of these occurrences, the patient suffered hypotension and delayed infusion of vasoactive amines.

Manufacturer narrative:
(B)(4). The device will not be returned.